Event description:
Add'l info received from MFR 6/6/03: the primary cause for the open seam problem is misalignment of the front and back gown panel sheets during the automated process when the sheet edges are folded, glued and compressed into a seam. Two causes of the misalignment are being investigated: 1. Glue build-up on the upper rubber (seaming) roller which can cause alignment problems. 2. Sheet weaving prior to the folding, gluing and nipping steps. Frequent monitoring as well as preventative cleaning methods are currently in place to help ensure minimal glue build-up on the rubber seaming roll.

Event description:
Kimberly - clark control cover gown received in materials. All gowns are separated where the side seams are glued, glue appears to be not holding properly.